Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. This can led to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was intermittently able to duplicate the reported issue. The cause of the reported issue could not be determined. This device was archived by stryker.